Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer stated that the sensors were also not working. Customer had a low battery alert last night. Customer stated that with the third battery, the pump went blank and came back on. Customer's blood glucose level was 136 mg/dl. It was found that the customer did not clear the alarm before changing the battery each time. Customer stated that someone came out to the house and checked his pump readings. It was found that he was doing everything correctly. Customer has to change sensors every 2 days or so and is not getting the full use out of them. Troubleshooting was not completed because customer is at work. It was explained that a battery out limit alarm during normal use may indicate a loose battery cap. It was explained that this is normal pump behavior. Customer was advised to monitor the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.